Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information.cannot be provided due to personal data privacy legislation/policy. Section d4: model number: unknown, as the lot number was not provided. Section d4: catalog number: unknown, as the lot number was not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown as product lot number was not provided. Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section e1: first/given name: unknown, as full first name was not provided. Section e1: telephone number: (B)(6). Section h4: device manufacture date: unknown, as the lot number was not provided. Section h6: device code(s): 1069 cartridge damage, 1069 haptic damage. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) had its haptic bent due to lens injector malfunctioning. Consequently, the lens was only partially inserted. However, it was also reported that the lens was inserted and removed during the same procedure. A replacement ar40e 23.0 diopter lens with serial number (B)(6) was successfully implanted using a new injector without complications. The procedure was delayed by approximately two minutes. The directions for use were followed, and no unplanned incision enlargement, sutures, or vitrectomy occurred. Details regarding patient outcome and status remains unknown. No additional information about the complaint is available.